Event description:
The customer reported that the central nurse's station (cns) stopped monitoring patients. The customer noticed a "connection lost" error. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) stopped monitoring patients. The customer noticed a "connection lost" error message. Per to the customer, this occurred 3 times on 6/30/2021. Each time this occurred, it happened while monitoring a different patient. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) noted a previously reported issue on ticket (86985). Nk ts requested the cns logs from the customer for the reported incidents of communication loss. A follow-up by nk ts did not receive a response from the customer. With the available information, the root cause appears to be continuing from (86985). Hard disk drive (hdd) replacement was suggested. A review of the serial number history shows that no replacement of the hdds took place. There has been no recurrence of reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that the central nurse's station (cns) stopped monitoring patients. The customer didn't know exactly what's going on, they did say that they noticed "connection lost". According to the customer, this occurred 3 times on (B)(6) 2021. Each time this occurred, it happened on a different patient. Technical service (ts) requested the cns log files. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: bsm-6000's & bsm-1700's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) stopped monitoring patients. The customer didn't know exactly what's going on, they did say that they noticed "connection lost". There was no patient injury reported.